Event description:
Medtronic received information regarding a navien catheter that had resistance at the distal end and was observed to be damaged. The patient was undergoing a thrombectomy procedure via femoral access. Vessel tortuosity was minimal. It was reported that the navien catheter and all accessory devices were prepared and the catheter was flushed according to the instructions for use (IFU). During the procedure, resistance was encountered with the rebar microcatheter at the distal end of the navien catheter. The resistance was severe. When the system was removed from the patient's body, the proximal end of the navien catheter was found to be flattened. The navien was replaced to complete the procedure successfully. There as no harm or injury to the patient associated with this event. 2025-01-12 e1, comm (rep, hcp, for): no new information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.